Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported due to unrelated medical issues, the patient was unable to charge the scs system according to manufacturer's guidelines for 3 months. As a result, the ipg is inoperable. Surgical intervention may be undertaken as the next course of action.